Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation. Testing of the device confirmed that it would self-activate when shaken. Further investigation found that this is due to wear of the switch button, where excessive force or use of the button caused it to become shorter than normal and closer to the activating switch. Review of the relevant device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device self-activated. No patient injury occurred and no medical intervention required.